Event description:
The patient had a port-a-cath inserted in the or in the early fall 2009. Early 2010, he was seen in one of our outpatient clinics and it was noted that his portacath was not working properly. He was sent to another local facility for a dye study and it was determined that the catheter was severed from the port and was in the right ventricle. He was admitted there for its removal.